Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. While troubleshooting with tandem technical support, customer attempted to reload the cartridge, but the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer was able to load a new cartridge and resume insulin delivery. There was no reported impact to the customer's blood glucose level.